Event description:
It was reported that the customer had been having low blood glucose levels for the past week. No exact blood glucose levels were provided. The mother of the customer has been monitoring the blood glucose levels of her son all week and has been feeding him whenever necessary. The mother of the customer did not have the insulin pump at the moment and would call back once she has the insulin pump. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).